Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The inner tubing was found to be kinked/buckled, and the lead had apparently been damaged at implant.

Event description:
It was reported that during the implant procedure, the physician felt that the helix took too many turns to extend. The lead was not used, and a new lead was implanted. No patient complications have been reported as a result of this event.